Manufacturer narrative:
The device evaluation is now completed. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, h3, h4, h6, and h10. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. Upon inspection and testing, it was observed that there was no image with ltf type vh scopes. This is attributed to the bent pin in the video connector. Video connector also has a worn out video scope connector latch. The device also has a support spacer missing and is equipped with new type of switch. It is likely that the bending of the pin happened in the following manner: · when inserting the scope connector into the device scope connector socket, a missing part of the scope connector end caught in the terminals inside the scope connector socket in device. · the terminal inside the scope internal socket of device was pushed back and the terminal buckled because the scope connector was further inserted with the inserted scope connector caught. Attempting to remove the scope without releasing the scope lock deforms the spring that operates the scope lock of the scope connector socket. The instructions for use includes the following statements: ¿ connection of an endoscope confirm that the video connector of the video scope are not damaged. ¿ termination of the operation when a visera series endoscope or camera head is used, disconnect the video connector of the video scope from the instrument, holding the instrument with a hand so that it will not move and push the locking lever down.

Manufacturer narrative:
Relevant additional information has been received for this event. This information is being provided in this supplemental report. Please see the updates in sections: e2, e3, g3, g4, g7, h2, and h10. The initial reporter job title is surgical resource. The event took place at the beginning of the procedure when the patient was in the room and the device was being set up. The camera would not produce an image. No errors, alarms, alerts or warnings were received. It was observed that the camera receptors were also bent. There was no patient injury or adverse impact. The device was switched out with another and the procedure completed. The procedure may have been a cystoscopy. No further details about the patient and procedure are known.

Manufacturer narrative:
There is no additional information known for this event at this time. Event date is not known. The device has been returned but the device evaluation is not yet completed. Device manufacture date is not known. Supplemental report(s) will be filed as any information becomes available. Device evaluation is not yet completed.

Event description:
As reported for this event, during an unknown procedure the device yielded no image. A broken pin was observed. There is no reported harm or adverse impact to the patient.